Event description:
It was reported the patient was not getting the pain relief shed needed since the stimulation was in the wrong location. The patient stated that there was a problem in the operating room where they could not wake her up and she was screaming in the recovery room. Because of this, the programming was not ideal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Other: could not wake her up. Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).